Event description:
It was reported the patients blood glucose level rose to 254 mg/dl while wearing the pod between 36 and 48 hours. It was also reported that the pod was leaking insulin.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the fluid path components found the soft cannula to be kinked and town. Fluid was observed to leak from the torn portion of the external soft cannula. The timing and cause of the soft cannula damage could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event.